Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that myocardial infarction occurred. In (B)(6) 2014, the patient presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) extending to the mid lad with 99% stenosis, a length of 28 mm, and a reference vessel diameter of 4.0 mm. The target lesion was treated with pre-dilatation and placement of a 4.00x32mm study stent. Following intervention, residual stenosis was 0%. Two day post procedure, the patient experienced myocardial infarction before discharge. Cardiac enzyme elevation was consistent with the protocol definition of mi. No corrective action has been taken. Two days after, the event was considered as recovered/resolved and the patient was discharged on the same day with aspirin and clopidogrel.